Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 716 mg/dl. Customer alleged that the pump displayed an unspecified error message that stopped insulin delivery. Tandem technical support was unable to confirm this as customer did not have pump available for troubleshooting. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer had an unspecified "mental injury." Reportedly, the customer reverted to manual injections for insulin therapy.